Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. On check out it was noted that the dingus's were out of place and the doors needed to be adjusted to close equally. Most of the screws on the right side of the sidewall cover were either missing or extremely loose. All missing screws were replaced and loose screws tightened. Turnbuckles adjusted and all door switches verified working. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the gantry would not fully close. The pendant would show open when it should be closed